Event description:
It was reported that a 9900 systems intermittently locked up during interventional pt procedures 3 times in a 2 month period. No pt injury has been reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.